Event description:
During a surgical procedure, approx. 2 cm of the distal portion of a conmed ultraclean accessory electrode broke off in a pt having an orthopaedic procedure. The broken piece was successfully retrieved from the wound.